Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2 and e3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the inner surface of the biopsy channel was torn and scratched by endo therapy accessories that were inserted/pulled through the channel from possible misuse by the customer. The event can be prevented by following the instructions for use: "the detection way is included in operation manual chapter 3 preparation and inspection. The preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during reprocessing, of the evis exera iii colonovideoscope the air was leaking at the connector. During evaluation of the device, it was also determined that the channel is damaged. There was no patient associate with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the event it was determined the cover is cracked/objective lens (ob) has an internal crack that's affecting the image/a stain is seen on the orange cone/there is a cut on switch # 1/borescope has tears and scratches/low, re-set to production standard/cracks, deep dents and scratches, and lastly, there was leaking from silver plate under contact pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.